Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. B60752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression, post-traumatic stress disorder, cholecystectomy, cesarean section and recurrent abortion. Concurrent conditions included metrorrhagia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per mr -insertion details: essure device was brought into view on the patient's left side and noted to be slightly bent so essure device was removed and swapped out for a new device. The new device was then placed in standard fashion without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Most recent follow-up information incorporated above includes: on 31-jul-2018: plaintiff fact sheet and medical records were received: events per pfs: event injury nos replaced with abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, headaches, nausea, pain, fatigue and hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. B60752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, post-traumatic stress disorder, cholecystectomy, cesarean section, recurrent abortion and gastroesophageal reflux. Concurrent conditions included metrorrhagia. Concomitant products included nsaids since (B)(6) 2015 and ranitidine since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 1 month after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the vaginal haemorrhage, menorrhagia, migraine, nausea and alopecia was resolving and the depression, anxiety, headache and fatigue outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per mr -insertion details: essure device was brought into view on the patient's left side and noted to be slightly bent so essure device was removed and swapped out for a new device. The new device was then placed in standard fashion without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Event pain outcome updated to recovered / resolved. Event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, nausea and hair loss outcome updated to recovering / resolving. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. B60752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, post-traumatic stress disorder, cholecystectomy, cesarean section, recurrent abortion and gastroesophageal reflux. Concurrent conditions included metrorrhagia. Concomitant products included nsaids since (B)(6) 2015 and ranitidine since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 1 month after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved, the depression, anxiety, headache and fatigue outcome was unknown and the migraine, nausea and alopecia was resolving. The reporter considered alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per mr -insertion details: essure device was brought into view on the patient's left side and noted to be slightly bent so essure device was removed and swapped out for a new device. The new device was then placed in standard fashion without complications. Plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter added. Fu marked significant due to imrdf/FDA codes error. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. B60752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, post-traumatic stress disorder, cholecystectomy, cesarean section, recurrent abortion and gastroesophageal reflux. Concurrent conditions included metrorrhagia. Concomitant products included nsaids since (B)(6) 2015 and ranitidine since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 1 month after insertion of essure. In october 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines headaches"), nausea ("nausea"), fatigue ("fatigue"), depression ("depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the migraine, nausea and alopecia was resolving and the fatigue, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per mr -insertion details: essure device was brought into view on the patient's left side and noted to be slightly bent so essure device was removed and swapped out for a new device. The new device was then placed in standard fashion without complications. Plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (batch no. B60752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression, post-traumatic stress disorder, cholecystectomy, cesarean section and recurrent abortion. Concurrent conditions included metrorrhagia. On (B)(6)2015, the patient had essure inserted. On (B)(6) 2016, 1 year 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per mr -insertion details: essure device was brought into view on the patient's left side and noted to be slightly bent so essure device was removed and swapped out for a new device. The new device was then placed in standard fashion without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. B60752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, post-traumatic stress disorder, cholecystectomy, cesarean section, recurrent abortion and gastroesophageal reflux. Concurrent conditions included metrorrhagia. Concomitant products included nsaids since (B)(6) 2015 and ranitidine since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 year 1 month after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced alopecia ("hair loss") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved, the depression, anxiety, headache and fatigue outcome was unknown and the migraine, nausea and alopecia was resolving. The reporter considered alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per mr -insertion details: essure device was brought into view on the patient's left side and noted to be slightly bent so essure device was removed and swapped out for a new device. The new device was then placed in standard fashion without complications. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. New event added: genital haemorrhage event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.